Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that while tapping in the second cage during a plif, the cage seemed to disengage from the inserter. On closer examination, the screw core of the inserter disengaged with the thumb wheel. It was not possible to re-engage the thumb wheel fully, so the cage was inserted only on the core. There were no reported pt complications.